Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss, and was treated with oral antibiotics. The patient was reimplanted with a new device (date not reported).